Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the battery cap threads were stripped. It was also reported that there may be moisture ingress in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: during investigation, moisture was observed in the battery compartment. Unrelated to the original complaint, the battery compartment was found to be cracked between the bumper pad and cover. A leak test was performed and a leak was identified at the battery compartment crack. The battery cap was not returned. The original complaint of stripped threads in the battery cap could not be confirmed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.